Manufacturer narrative:
This device is classified is import for export and is not available for sale in the united states, therefore there is no 510k applicable. There is a similar model available for sale in the united states epk-i5500c-us with a 510k number of k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video processor epk-i5500c. In the event reported, the technician noticed that the scope connector unit endoscope image freezes. This anomaly was detected in the workshop during inspection. No adverse event was reported with this complaint. The device was evaluated at pentax medical service facility on service order (B)(4), where the defect was found. Scope connector unit endoscope image freezes. He device was repaired where all defects was remediated and returned to the loaner inventory. Parts replaced: replaced electrical connector global receptacle no additional information was provided.